Event description:
The osteosyntheais plate implanted on 7/2/93, broke and require repacement on 2/2/94. This implant was placed on rith long finger.the surgeon ascertamed that the plate fractured on week prior to 2/2/94.